Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for broken tubing at the center hole of the crossbrace. MDR is being submitted as a result of a retrospective complaint review

Event description:
The crossbrace broke in the center where the bolt goes through.